Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. It is also possible several events occurred in one pt. The pt info provided in section a is the average for all the patients. At this time no add'l info was available.

Event description:
Literature: calado a, semedo c, dias m, et al. [Subthalamic nucleus deep brain stimulation for parkinson disease: initial experience from centro hospitalar de lisboa central]. Sinapse. 2010;10(2):5-10. Summary: the authors report on 13 patients who received deep brain stimulation (dbs) from (B)(6) 2007 to (B)(6) 2009; 12 patients underwent bilateral stimulation of the subthalamic nucleus and 1 pt underwent unilateral stimulation. Mean age was 62 (48-68); there were 9 male patients and 4 female patients. Twelve of the 13 patients presented complications, with a total of 27 complications. A complication was defined as "any new symptom or escalation of a preexisting symptom". Complications were classified as severe if they were disabling, interfered with activities of daily living in a relevant manner, if urgent treatment was needed, if hospitalization or surgery was required,or if it was life threatening or led to death. A complication was classified as moderate if it interfered with activities of daily living or if any treatment was needed. A complication was classified as mild if it was tolerated, did not interfere, or only slightly interfered with activities of daily living or did not require treatment. Reportable event: one pt suffered intraoperative intracerebral hemorrhage, which was severe and symptomatic but evolved without secondary complications. This pt was reduced to unilateral stimulation, on the opposite side of the hematoma. At 6 months, this intracranial hemorrhaging had progressed without secondary motor complications.